Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. It was reported that the patient has 20/15 vision; good iop but has low vaulting of approximately 50um. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).